Event description:
The ph probe delivery catheter was advanced into the oropharynx, and down the esophagus to the 34 cm marking by the physician. Suction was applied for one minute, and the probe deployed. Upon removal of the delivery catheter, it was noted that the probe was still in position. An attempt was made to re-deploy the probe by the physician. He was unable to obtain adequate suction, and upon withdrawal of the delivery catheter, it was noted that the probe had fallen off.the endoscope was reintroduced into the stomach, the probe identified, and grasped with the endoscopic net and removed. A second delivery catheter was subsequently prepared. Again, it was inserted in the oropharynx and advanced down the esophagus at 34 cm. Suction was applied, and the probe deployed successfully. There was no patient harm.

Event description:
The ph probe delivery catheter was advanced into the oropharynx, and down the esophagus to the 34 cm marking by the physician. Suction was applied for one minute, and the probe deployed. Upon removal of the delivery catheter, it was noted that the probe was still in position. An attempt was made to re-deploy the probe by the physician. He was unable to obtain adequate suction, and upon withdrawal of the delivery catheter, it was noted that the probe had fallen off.the endoscope was reintroduced into the stomach, the probe identified, and grasped with the endoscopic net and removed. A second delivery catheter was subsequently prepared. Again, it was inserted in the oropharynx and advanced down the esophagus at 34 cm. Suction was applied, and the probe deployed successfully. There was no patient harm.